Manufacturer narrative:
When investigation is completed philips will inform the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that on (B)(6) the touch alarm did not work when touching the patients arm. The patients arm was bruised. The customer examined the patients arm using x-ray and concluded that it was not broken. Procedure outcome was complemented . No patient harm was reported by the customer.

Manufacturer narrative:
The field service engineer (fse) found a test bypass plug, which was left in by accident after a service call, where the proper cabling belonged. This plug disabled the alarms and the safety circuits. The fse reconnected the correct cabling and replaced the collimator touch guard. The system was tested and worked as intended. It was confirmed that this bypass plug is not an official tool but a tool used during the development cycle of this device. (B)(4).